Manufacturer narrative:
Device remains implanted. The event of wound dehiscence is a surgical/physiological complication. This event is being reported because medical intervention was required, although device-relatedness has not been established. This event is reported against the right side and is the same event and the same patient reported under MDR ID# 3008374097-2014-00076 (allergan complaint (B)(4)).

Event description:
Healthcare professional reported implantation of seri with a concomitant tissue expander on (B)(6) 2014 during primary right breast reconstruction surgery. Patient presented on (B)(6) 2014 with an "open wound at the incision site", and physician performed a tissue debridement and reclosed the incision. During the procedure, physician noted the seri "looked black" and there was no tissue integration of the device. Events have resolved, and seri and tissue expander remain implanted.